Manufacturer narrative:
Title: early outcomes and mid-term safety of one anastomosis gastric bypass are comparable with roux-en-y gastric bypass: a single center experience source: nasser sakran, 2021, obesity surgery (2021) 31:3786¿3792, https://doi.org/10.1007/s11695-021-05508-5. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature source of study performed between february 2012 and december 2018, which was a retrospective study that compared the results of patients undergoing one anastomosis gastric bypass (oagb) and roux-en-y gastric bypass (rygb), all procedures were performed laparoscopically. It was noted there were 314 patients; 132 underwent primary laparoscopic rygb and 182 had oagb. A tri-stapler with purple or tan reloads and a stapler from a different manufacturer were used for the gastric pouch, the gastro-jejunostomy anastomosis and the jejuno-jejunostomy anastomosis. Complications included: bleeding and marginal ulcer. One patient with bleeding required reoperation. Two patients with perforated marginal ulcer required reoperation. The average length of hospital stay for the rygb group was 3.58 days and 4.06 days for the oagb batch. No other complications were related to the device.